Event description:
It was reported that review of the patient's twelve lead electrocardiograms pacing spikes were observed before the qrs complex and shortly after. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2010; 4968-25 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).